Event description:
It has been reported to philips that system was not able to generate exposure. The device was in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not expose. Troubleshooting action showed that, there was issue with ippc (image processing pc). The fse replaced the ippc (image processing pc). After replacing the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.